Event description:
It was reported that the patient was referred for prophylactic generator replacement. Once surgery occurred, there was a reported lead fracture, so the lead was replaced as well. The patient was noted to have been in a car accident on (B)(6) 2011. There are no adverse issues reported at this time and she did have x-rays performed at the time of the accident, but it is unknown what they showed. The physician had tried to perform diagnostics prior to surgery, but was unable to due to possible emi issues or battery depletion. Interrogation was performed successfully. Attempts for further information have been unsuccessful to date. Product has been returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned products. Upon analysis, no lead fracture was found, but the outer silicone tubing has an abraded opening in one area. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observation and typical wear and explant related observations, no anomalies were identified in the returned lead portion. No anomalies were found with the generator.